Manufacturer narrative:
(B)(4). A sample is anticipated, but not yet received for evaluation. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a hole was observed on an eva bag prior to use. The exact location was not specified. There was no patient involvement or adverse event reported. No additional information is available.

Manufacturer narrative:
(B)(4). The reported sample was returned for evaluation. Functional testing with visual inspection identified a large leak spraying water on the back side of the bag, which would have been obvious if present during bag filling. Magnified inspection of the leak location found significant physical damage consisting of a jagged gouge, located adjacent to the leak location, that appeared to be a puncture. The manual add port had been used evident by a cannula insertion point. As manual additions are made after the bag is filled, it is unlikely additions to the bag's contents would have been made if a leak of this nature was present. Based on the evaluation findings, the condition was determined to have occurred during handling of the filled bag. Should additional relevant information become available, a follow-up report will be submitted.